Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18). Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was pumping air after the feeding is done. They stated that the pump dose was set to 120 ml, but they did not state how much formula is being added to the feeding bag. They also stated that they have had "a couple instances" where they would find the food had not delivered during the feeding. When the complaint was received by mmdg, the initial reporter did not report any adverse effects to the patient, but they stated that they had no further information about the complaint. (B)(4).